Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer's complaint could not be verified, nor could a root cause be determined with confidence. The customer conveyed that the patient sustained a small red mark or "burn" on the corner of the mouth and the surgeon admitted error; therefore, the information obtained would suggest the user did not adhere to the warnings and precautionary measures and instructions outlined in IFU. It is possible that due to the location of the reported burn that the incident could have been caused by the suction line; however, this cannot be confirmed. During extraction of particles, saline passing through the suction line can become heated and if extra precautions are not taken this has the potential to cause a burn. IFU contains a statement regarding the importance of not allowing the suction line to come into contact with the patient such as, "avoid contact between suction line and patient as evacuated material could be heated,potentially resulting in patient burns."

Event description:
It was reported that after a tonsillectomy procedure using a proccise ex view wand, during a post operative check up it was noticed that the patient had a small red mark on the corner of the mouth. The surgeon admitted that he may have made an error during the procedure causing a possible small burn on the mouth. No further details were provided regarding the severity of the potential burn or any treatment administered. There were no further patient complications reported.